Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2025, it was reported that the patient was on the phone when she could not comprehend with the conversation and became weak. The cgm reading was 159 mg/dl at that time and when she took a fingerstick the blood glucose reading was 600 mg/dl. The patient could not stand up but was able to call an ambulance. The patient was treated with insulin and was brought to the hospital. At the hospital the patient was given potassium and sodium as these would have been low. The route of treatment based on the story was most likely intravenous. Besides that, the patient was also given omeprazole. The patient stayed at the hospital for a total of 2 days. At the time of the report the patient was stable data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.